Event description:
It was reported that the patient experienced a return of symptoms. The pump was ¿supposed to¿ help with the patient¿s low back and leg pain but it was not helping. The patient received oral medication and fentanyl patches because the pump ¿wasn¿t working like it is supposed to¿. The patient¿s last refill was ¿two fridays ago¿ and the health care provider (hcp) lowered the dose and the patient did not know why. The patient also experienced burning at the catheter, ¿feels like it is burning inside my body¿. There was ¿so much pressure¿ and it had worsened. The patient also had severe headaches, ¿couldn¿t function anymore¿ and hadn¿t been able to drive for two months. The patient had also experienced tingling since three days ago. It was noted the symptoms occurred following a pump replacement (refer to manufacturer report #3004209178-2013-10957 for the pump replacement event). The patient had been going to her hcp however she did not believe he understood or believed that the patient was having all the problems and she believed he had said there might have been ¿some issue on one side, but then said there wasn¿t¿ and the pump was adjusted. The patient¿s hcp was not returning the patient¿s pages and the patient was scared to call because she didn¿t want the hcp to get mad and didn¿t know what else to do. The patient had a referral but did not request other hcp listings. The device system was used to deliver fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient was in a ¿bad spot¿ and her pump and things went ¿haywire¿ starting in (B)(6) 2013. The patient¿s back and pump had been burning since that time and the patient had tingling in her arms which had worsened over the couple of weeks prior to report. On the morning of report, the patient¿s hands were on each other, but she could not feel them. It was stated that the physician also had the patient using patches and oral medication. Refer to manufacturer report #3004209178-2013-10957 for further details pertaining to the pump that went "haywire".

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter product ID 8637-40, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type pump (B)(4).

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).